Event description:
It was reported that after placing bd¿ nexiva single port on patient, there was a leakage at the rubber septum. Foreign complaints the following information was provided by initial reporter, translated from german to english: ¿ the nexiva was placed on a patient and shows blood in the gray rubber septum. ¿

Manufacturer narrative:
Investigation: during DHR review all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed there were no reject findings that would impact the outcome of the quality of the product relevant to the reported defect. Although samples were not returned for investigation, one photo was provided for observation of this incident which revealed the following. Photo shown a 20ga nexiva single port IV catheter system unit which consisted of the catheter/adapter and extension line assemblies with the pinch fully engaged. There was a q-syte attached at the end of the port (luer adapter). There were traces of thick media present. Potential root cause could be related to manufacturing but because the reported defective unit was not provided for investigation, the incident remains to be reported as indeterminate. Although evidence of leakage was revealed by the presence of media between the canister and secondary septum in the provided photo; the photo did not provide sufficient evidence establish a root cause.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9004996. Medical device expiration date: 2021-12-31. Device manufacture date: 2019-01-04. Medical device lot #: 8284550. Medical device expiration date: 2021-09-30. Device manufacture date: 2018-10-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after placing bd¿ nexiva single port on patient, there was a leakage at the rubber septum. Foreign complaints the following information was provided by initial reporter, translated from (B)(6) to english: "the nexiva was placed on a patient and shows blood in the gray rubber septum."